Event description:
The manufacturer representative (rep) reported leg pain. The system was replaced due to this. Leg stimulation had been uncomfortable. The date of occurrence for this event was unknown. Additional information received from the rep in response to follow-up reported that the cause was unknown and no diagnostics had been performed as the rep had shown up to the replacement surgery thinking it was a regular replacement. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.